Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. The patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy.

Event description:
Returned product investigations by product performance engineering has confirmed normal device longevity, so it does not meet reportability criteria.

Manufacturer narrative:
Based on returned product investigations this device is no longer reportable.